Manufacturer narrative:
Implanted date: unknown due to "unkown" date of event. Explanted date: device was not explanted. One used 6fr angio-seal sts plus device was received for product evaluation. Severed hemostasis sheath was returned mated with the carrier tube. A kinked arteriotomy locator was returned with a header bag as well. Visual inspection revealed that returned carrier tube was found to be mated with the sheath and the deployment of the sleeve was in full rear lock position with colored bands fully exposed. The tip portion of the sheath and carrier tube was found severed near the blood inlet hole. The tip of the carrier tube was examined under the microscope and dried collagen was observed within the severed manufacturing slit. The distal tip of the sheath monofold was examined under the microscope and no deformation was noted. The anchor was found completely detached from the suture knot and returned separately. No anomalies were noted with the anchor. No other visual anomalies were noted. No functional testing was possible due to the mutilated condition of the returned device. A review of the device history record of the product code/lot# combination was conducted with no findings. IFU states: "do not proceed until you are certain that the anchor has been properly deployed. If the anchor is improperly deployed, the angio-seal¿ device will not function." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the device was not positioned in forward lock position or an obstruction to the anchor posting to the distal tip. It is likely that the device was severed by the user to verify the presence of the anchor and collagen within the sheath. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that once the case was completed, the physician followed all of the necessary steps to prepare the angio-seal closure device for deployment. The sheath was exchanged for the closure device sheath, the closure device was joined to the closure device sheath and advanced into the artery. The physician withdrew the device to set the anchor, although the device failed and was not deployed. The physician then pulled the closure device sheath and they held pressure. The patient was in stable condition. The procedure outcome was a success. There was no patient injury, medical/surgical intervention required. Additional information was received on 18feb2020. The procedure performed for the patient prior to use of closure device was a diagnostic left heart catheterization. A 6fr sheath was used. A pre-deployment angiogram was performed. All components were removed, there was nothing left in the patient. The estimated blood loss was less than 250cc.